Event description:
It was reported that the anesthesia workstation had a leakage of battery acid from the backup battery. There was no harm reported. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The power backup battery is a sealed acid-lead rechargeable battery. The leaking power backup battery has not been available for investigation. The reported leaking backup battery was detected during pm when the battery was about to be replaced. The battery is replaced every 36 months the received images and the manufacturing details such as batch number and manufacturing date indicate show that the battery was due for replacement as per service manual. Evaluation of the received device logs confirm that the backup battery has functioned without deviations. The logs show that the system has generated alarms for battery replacement since december 2019. Received images confirm the leakage but we are not able to determine the true cause of the leakage.

Event description:
Manufacturer´s ref #: (B)(4).